Event description:
It was reported that a patient received inappropriate shock therapies due to oversensing noise, high impedance and intermittent capture of the right ventricular (rv) lead. The lead was capped and replaced with a new right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).